Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age provided is the average age. Gender provided is the majority gender. Date of event: estimated. Reported as occurring between 06/2009 and 10/2011. Date of implant: estimated. Reported as occurring between 06/2009 and 10/2011. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction, restenosis, and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the used of the device. It was reported the xience stents were used to treat in-stent restenosis. It should be noted the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article attached: optical coherence tomography study of healing characteristics of paclitaxel-eluting balloons vs. Everolimus eluting stents for in-stent restenosis: the seduce (safety and efficacy of a drug eluting balloon in coronary artery restenosis) randomised clinical trial.

Event description:
It was reported through a research article identifying 25 patients that experienced in-stent restenosis after placement of a bare metal stent were treated with xience family stents between 06/2009 and 10/2011. Post xience family stent implantation, one of the 25 experienced stent thrombosis three days after stent placement, one experienced clinical restenosis and one experienced a myocardial infarction. There were 2 target lesion revascularizations and 4 target vessel revascularizations. Details are listed in the attached article, titled "optical coherence tomography study of healing characteristics of paclitaxel-eluting balloons vs. Everolimus eluting stents for in-stent restenosis: the seduce (safety and efficacy of a drug eluting balloon in coronary artery restenosis) randomised clinical trial". No additional information was provided.